Manufacturer narrative:
H3, h6: the renasys pump, used in treatment, was not returned for evaluation. Two canisters for the lot no. Reported were returned and evaluated. The evaluation of the returned canisters confirmed that the batch/lot was manufactured prior to the re-filters optimization implemented, establishing a relationship with the event reported. A review of manufacturing records for the reported lot/batch for the canisters, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. A review of manufacturing records for the renasys pump could not be carried out as no serial number was provided. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the device was displaying the "full tank" alarm constantly using the canister with a renasys touch 4th generation device. Up to 3 canisters were used. Back up was available. No patient harm reported.